Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a device's oxygen blending module board was replaced to address a service required error. The country of occurrence was left off the submitted report in error. The county of occurrence was the united states.